Manufacturer narrative:
Additional information was received indicating that immediately following implant of this annuloplasty ring, it was replaced with a bioprosthetic valve as the repair with the ring was not sufficient. There was no alleged device deficiency and in this case another product (suture for mitral chordal replacement) of an unknown brand failed, requiring explant of this ring. No adverse patient effects were reported. The patient's weight was unavailable and the product specimen was discarded.

Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. If the product is received for analysis, or if additional information is received, a supplemental report will be submitted.

Event description:
Medtronic received information that immediately following implant of this annuloplasty ring, it was replaced with a bioprosthetic valve as the repair with the ring was not sufficient. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.